Manufacturer narrative:
The device is not being returned by the hosp, but pictures were provided. The pictures confirmed that ims, a third party repair company, serviced this device. The beak that broke did not match the one that is used currently on this instrument. Karl storz does not authorize any company to make 3rd party repairs on their product and supplies no replacement parts. The instrument was modified but not to karl storz specs. We think the breakage was a result of 3rd party repair.

Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who had not conclusively determined the cause of the adverse event. Allegedly, the doctor was conducting a lithotripsy procedure when the beak broke in 2 pieces inside the pt. One small piece was retrieved. He tried a number of times to retrieve the other larger broken piece, but was unsuccessful. He finally made an external port and made an incision into the pt bladder where he was able to grasp the piece and remove from the bladder. At that time, the piece fell from his grasper into an area outside of bladder and he was unable to retrieve. The broken piece remains in pt.